Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a possible loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit did not lose the ability to mechanically ventilate. The leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial reported complaint was not reportable.